Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Sample appearance was normal prior to analysis. Per the customer, qc and system checks were within the customer's expected ranges. Service was dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a troponin (accutni) results above the acute myocardial infarction (ami) cut-off for one (1) patient's sample that was generated by the unicel dxc 600i access immunoassay system. Upon repeat the result was within the risk stratification. No reports of death, injury, or change to patient treatment have been reported in connection with this event.